Event description:
Laparotomy sheet split and disintegrated. The drape pieces were in the wound. The surgeon was able to remove all of the pieces from the wound. If he hadn't noticed the pieces, the patient could have had foreign body left in the wound. No report of negative patient outcome.

Manufacturer narrative:
No sample was provided by the customer. Without a sample, we are unable to determine the cause for the reported issue. We will continue to monitor for complaints of this nature.